Event description:
It was reported that within a few days of implant, holter telemetry indicated no ventricular capture at 7 p.m., 9 p.m., and 1:30 a.m. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419378 implantable pacing lead, (B)(6) 2004; 5076-52 implantable pacing lead, (B)(6) 2007. (B)(4).